Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: mat: 363083 lot: 0345720. Bd did not receive samples or photos from the customer in support of this complaint. Therefore, 100 retentions were visually inspected with the hemogard closure and stopper assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure and stopper assembly to not be applied correctly. Additionally, 10 of the 100 retention samples were functionally tested and the indicated failure mode of underfill was not observed as all results were within specification limits. No issues with the hemogard closure and stopper assembly being loose or popping off after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode because the retention samples did not exhibit the customer¿s failure mode of ¿stopper function and underfill¿. The exact cause of the failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood and the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: "I have been having issues (off and on) with all tubes since we switched from griener. Popping off hub, filling up very slowly especially lav tubes, spinning very funny as well as to easily coming off/ slipping off. On (B)(6) 2021: customer originally reported nine lots all from separate locations. Upon information request, customer is reporting additional issues for this tube and location. Chart break down can be found in customers response email attached. No samples available.